Event description:
Transwarmer would not activate/warm. Had to grab another that did activate to have warm mattress for preemie baby. This is the 2nd time this has happened with this exact product. Staff didn't keep first transwarmer for reporting info.